Manufacturer narrative:
Manufacturer ref. No.: (B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to display the downstream occlusion message during patient care in the pediatric intensive care unit (medication, programmed amount and delivery rate unknown).